Event description:
When interrogating the pump, the healthcare professional (hcp) noted that the drug concentration and dose were changed. It was supposed to be 40mg/ml at 8mg/day in a simple continuous mode, but instead it was 10,040mg/ml at 2,008mg/day, previous programming strips were checked and confirmed the 40mg/ml at 8mg/day programming. The flow rates were confirmed to be equal. It was felt that the event was related to possible emi. An update was done with the correct values. No therapy issue was reported related to the event. The device system was used to delver morphine sulfate and baclofen.